Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Hospitalization reported by diabetes educator, customer hospitalized due to diabetes ketoacidosis. Customer was not feeling well, dizzy. The blood glucose reading is 625 mg/dl. Nothing further reported.